Manufacturer narrative:
Qn#(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper. Investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that "staple jamming". Additional information states that to complete the procedure, another device was used. No patient injury or consequence reported. The patient's current condition is reported as "fine".